Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had gas loss alarm and had axillary insertion. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below fields are added from e1: event site name: (B)(6). Initial reporter: (B)(6). Alarm occurred three times during the last two shifts. They resumed pumping each time, and there was no blood in the helium tubing. The iab is axillary. The esp person explained the alarm and provided further troubleshooting tips in case it occurs again. Currently pumping alarm free.